Event description:
A malfunction alarm occurred. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer planned to use multiple daily injections as a backup therapy to ensure continued insulin delivery.